Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed. The right ventricular (rv) lead exhibited intermittent undersensing. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.